Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2017-02572. Reference MFR. Report# 1627487-2017-02573. It was reported the patient ((B)(6)) experienced pain at the scs anchor site. X-rays revealed the anchors were broken and leads were migrated. As a result, surgical intervention was undertaken wherein the leads and anchors were replaced which resolved the issue. Note: the patient received two scs anchors of same lot number.